Event description:
Follow-up confirmed that the reported problem did not result in any delayed or missed treatments. The connection between the priming bag and tube was checked before priming started and it was confirmed to be secure. According to the user, the leak might have been due to a weakness in the material or a defect of the bonding. The kit was set up for a patient whose condition turned out to be less severe upon arrival, and the kit was not needed. It was determined that patient application was not necessary. It was reported that a console alarm occurred as well: alarm #218 (technical failure, pressure sensor p2: pressure sensor p2 not detected). The ips p2 sensor failure was not thought to be related to the leak. There were no defects noted on the ips p2 sensor cable. The cable was replaced but this did not resolve the issue. The product information for the p2 sensor cable was unknown. The xlung kit was reported to be available for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fluid leak that occurred during the priming of an xlung kit 230. The leak was said to be coming from the connection between the priming bag and tube [sic]. It was also reported that the p2 integrated pressure sensor (ips) was not working properly. The sensor could not be zeroed and the console displayed a "value too low" message. In the initial reporting, it was stated that the sample was available for evaluation. Multiple attempts were made to obtain additional information, and thus far no further details have been provided.

Manufacturer narrative:
Plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no sample has been received. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. No nonconformities were found during review of the manufacturing records. With the available information, a definitive cause for the leak could not be confirmed. A possible cause could be a defect at the welding of the priming bag. Without evaluation of the sample, a cause for the integrated pressure sensor problem also could not be reached. However, investigation of similar complaints revealed an error in the assembly process of the sensors and corrective measures have since been implemented as part of a CAPA. The affected batch was manufactured before these measures were implemented.

Event description:
Follow-up confirmed that the reported problem did not result in any delayed or missed treatments. The connection between the priming bag and tube was checked before priming started and it was confirmed to be secure. According to the user, the leak might have been due to a weakness in the material or a defect of the bonding. The kit was set up for a patient whose condition turned out to be less severe upon arrival, and the kit was not needed. It was determined that patient application was not necessary. It was reported that a console alarm occurred as well: alarm #218 (technical failure, pressure sensor p2: pressure sensor p2 not detected). The ips p2 sensor failure was not thought to be related to the leak. There were no defects noted on the ips p2 sensor cable. The cable was replaced but this did not resolve the issue. The product information for the p2 sensor cable was unknown. The xlung kit was reported to be available for manufacturer evaluation.